Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump has a vertical line in the display. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1781k. The customer reported a partial display. The customer continued to see missing segments after replacing the battery or after running the self-test. No harm requiring medical intervention was reported. Product return required for mmt-1781k. It is unknown whether the product will be returned.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thus] due to flashing white display. The pump was cut open to perform visual inspection and found severe moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, label damage(peeling), and cracked battery tube threads. Missing segments partial display was not observed during analysis. Missing segments partial display not confirmed. Flashing white display was confirmed during analysis due to severe moisture damage on [pcba 1 / pcba 2]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.